Manufacturer narrative:
The impella cp has not been returned for evaluation. The investigation is underway and a supplemental medwatch report will be submitted upon completion of the failure analysis investigation.

Event description:
The complainant reported an (B)(6) male patient presenting with congestive heart failure and cardiomyopathy. Patient was successfully resuscitated and admitted to the intensive care unit, where and impella cp pump was placed. While accessing the artery with a 14f x13 cm oscor introducer, the patient endured blood loss. As treatment, 1 unit of blood was delivered. Pump was successfully inserted and patient's heart was said to have "greatly improved."

Manufacturer narrative:
Neither the device nor data logs were received for failure investigation. A failure analysis investigation was performed to review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot.